Event description:
The reporter stated a cc4204bf collamer single piece lens was removed from the vial and before the lens was loaded, the surgeon noted a "scuff mark" on the lens optic. The lens was not used and there was no patient contact. The surgeon felt the lens was defective.

Manufacturer narrative:
Method (other): lens work order search. Results (other): visual inspection of the returned product found one haptic that looked thicker than the other haptic. There was evidence of clear surgical residue. A lens work order search was performed, and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.